Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 17 jun 2020.

Event description:
It was reported that when powering on the ventilator there was an error code indicating an alarm light emitting diode (led) failure. The customer reported the led light was working. There was no patient involvement. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the front bezel. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.